Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip. The (B)(4) device a was received with the introducer tube sheared off at the distal tip and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The (B)(4) appliers b and c were received in good physical condition and already deployed (without the collagen plug). The firing mechanisms was tested and they were fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # f9hl6n. Expiration date: 09/2014. Manufacturing date: 10/2009.

Event description:
It was reported the first marker was deployed but the collagen plug came out with the applicator. A second marker was tried, deployed and the collagen also came out with the applicator. A third marker was tried but the tip of the marker was sheared off into the breast. The customer was able to retrieve the sheared off piece of the applicator. A fourth marker was tried, deployed successfully, and the case was completed with no patient consequence. Patient information was requested but little was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.